Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon of the catheter would not inflate during pre-testing.

Manufacturer narrative:
Received 1 silicone catheter. The reported issue was unconfirmed as the event could not be reproduced. Per visual inspection, no obvious defects were found and no manufacturing defects were observed. Per functional evaluation, the returned sample was inflated with air and deflated without any problems. The catheter balloon was then inflated using a syringe with a 10cc mixture of tap water and blue methylene, the catheter deflated without any difficulties. No occlusions and/ or leaks were found. The notch perforation was observed completed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Recommended inflation capacities 14 fr. And larger (5cc balloon): use 10cc sterile water do not exceed recommended capacities." (B)(4).

Event description:
It was reported that the balloon of the catheter would not inflate during pre-testing.